Event description:
It was reported that the patient undergoing deep brain stimulation (dbs) experienced a lead extension extrusion, necessitating hospitalization and an explant procedure. The patient has since been discharged and is recovering well postoperatively. The device will not be returned for analysis